Manufacturer narrative:
H4: the lot was manufactured between may 21 - 22, 2024. H11: two devices were received for evaluation. Visual inspection was performed on the samples and the reported issue of leak from port 1 was not identified. Functional testing including pumping, priming, calibrating, and direct entry compounding cycle were all completed with no issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets leaked vitamins from port 1 into the bags; the bags were coming out "yellow". This was observed during product delivery (bag filling) in the pharmacy using two (2) automated compounding devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.